Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patient arrives at the chemotherapy department for chemotherapy administration. The PICC is irrigated with saline solution and leakage is observed at the insertion site. It is checked and a fracture is observed between the bifurcation and the zero level. When removing the statlock stabilizer, I am left with the bifurcation in my hand and the catheter inside. But it is finally removed, as a small portion is exposed, allowing me to remove it completely. Patient impact removal and replacement with another PICC catheter to continue chemotherapy treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc catheter and one photograph of a product label were returned for evaluation. An initial visual observation of the first photograph showed a powerpicc catheter with a break in the catheter tubing. Due to the quality of the returned photograph, details of the material damage at the break site could not be discerned. No use residues were observed on the sample in the returned photograph. An initial visual observation of the second photograph showed a product label with the corresponding batch number (rejy0421). There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed and was determined to be related to use of the product. One 4 fr s/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter showed use residues throughout the device. The catheter shaft was broken just distal of the molded suture wings upon the return of the device. A tactile evaluation of the catheter shaft revealed some tensile weakness in the catheter shaft. A microscopic observation revealed one side of the break site appeared to have a rounded, polished edge, while the other side of the break site appeared to have sharp, jagged, and uneven fracture edges. The fracture surface appeared granular. The catheter tubing was observed to have a partial elliptical shape. The break was determined to be related to repetitive kinking of the catheter shaft followed by tensile, or pulling forces, leading to a break in the catheter shaft. This complaint will be recorded for future trending and monitoring purposes.